Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000 mcg/ml at 750 mcg/day via an implantable pump. The indications for use were intractable spasticity and post spinal cord injury. The patient¿s medical history included paraplegia and the patient must lean over quite sharply to perform bowel care and function. On (B)(6) 2019 it was reported that the patient had loss of itb (intrathecal baclofen) effect in setting of pump flipping. A side port was not possible because the pump was flipped. In the or (operating room) catheter kinking from multiple pump flipping. The catheter was cut past the kink and csf (cerebral spinal fluid) restored. The splice to pump completed and csf (cerebral spinal fluid) was able to be aspirated from the side port. The dose was reduced to 400 mcg/day. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.